Event description:
Per complaint (B)(4), a patient's dental implant was placed and bone was grafted into their sinus. Primary stability was achieved. Their dental implant fell out one week later. Possible sinus perforation was reported. No other adverse consequences were reported.